Manufacturer narrative:
The reported event of the broken screwdriver tip could be confirmed. Based on the investigation, the root cause of the breakage was attributed to a user related issue. The tip breakage was caused due to high applied mechanical force during screw insertion. The visual examination revealed that the tip is completely broken off at the very end of the screwdriver recess; the characteristics indicate a typical torsional overload breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing problems were found during the investigation.

Event description:
It was reported that screwdriver tip broke off while surgeon was putting in the screw. We had another screwdriver there was no delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that screwdriver tip broke off while surgeon was putting in the screw. We had another screwdriver there was no delay.